Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was unknown. The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated that she was in the ICU for 5 days. The customer stated that the pump was off for a set change. The customer stated that the pump alarmed no delivery during trouble shoot.